Event description:
The customer reported to philips that the monitor went blank after running self check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported to philips that the monitor went blank after running self check. There was no reported pt involvement. A philips customer support engineer assisted the customer and determined that the battery had failed. A known good battery was tried and the device worked as expected. All performance assurance tests passed and the device was put back into service. We will consider this a failure of the battery.